Manufacturer narrative:
Retainer ring = black. Device downloaded history/trace file properly using thus. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) was noted during testing or in the insulin pump history, pump trace download. Thus software was utilized and downloaded trace/history files properly and found pump error 63 alarm in the insulin pump history. In conclusion, the unit with pump error 63, problem isolated to electronic assembly. No moisture damage on the electronics, keypad assembly, battery tube, motor, vibrator during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. Device had scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.